Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold which led to early elective replacement indicator (eri) of the cardiac resynchronization therapy defibrillator (crt-d). The lv lead was explanted and replaced. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.